Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain, cramping"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps") and abdominal pain lower ("lower abdominal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the intra-abdominal haemorrhage, vaginal infection, abdominal pain, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered intra-abdominal haemorrhage, vaginal infection, abdominal pain, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea and abdominal pain lower to be related to essure. The reporter commented: plaintiff will need a full hysterectomy to remove the essure device. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced non-menstrual abdominal bleeding (intra-abdominal bleeding), amongst non-serious events. Intra-abdominal bleeding is unanticipated in the reference safety information for essure. Causes of intra-abdominal bleeding include trauma, vascular accidents, bleeding due to a ruptured ectopic pregnancy, uterine perforation or corpus luteum rupture, gastrointestinal bleeding, intra-abdominal neoplasm, coagulopathies. In this particular case, it was reported that event occurred shortly after essure insertion, with no further details. However, given essure pelvic localization, causality with essure cannot be excluded. This case was regarded as incident, as consumer will need a full hysterectomy to remove essure device. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") and anal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") in a 32-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "it was removed and attempted to be straightened" on (B)(6) 2009, device physical property issue "the coil was inserted, however, bent upon insertion/ it was somewhat convoluted" on (B)(6) 2009 and device difficult to use "it would not go through the right tubal ostia. Eventually the right tubal ostium was visualized and coils placed" on (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), anal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain, cramping"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping),"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), diarrhoea ("diarrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (fissurectomy with lateral internal sphincterectomy). Haemorrhage, rectal haemorrhage, anal haemorrhage, vaginal infection, abdominal pain, abdominal pain upper, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, anxiety, headache, migraine, nausea, tooth disorder, dyspareunia, diarrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anal haemorrhage, anxiety, diarrhoea, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rectal haemorrhage, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff will need a full hysterectomy to remove the essure device. She is currently planning for essure removal. Reason(s) for removal: would like to get removal due to injuries and complications experienced as a result of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details and aka name added. Event added as the coil was inserted, however, bent upon insertion/ it was somewhat convoluted, it was removed and attempted to be straightened, it would not go through the right tubal ostia. Eventually the right tubal ostium was visualized and coils placed pelvic pain, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines/ headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: rectal & anal hemorrhage; diarrhea. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 1-mar-2018: fu1 +fu2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") and anal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") in a 32-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "it was removed and attempted to be straightened" on (B)(6)2009, device physical property issue "the coil was inserted, however, bent upon insertion/ it was somewhat convoluted" on(B)(6)2009 and device difficult to use "it would not go through the right tubal ostia. Eventually the right tubal ostium was visualized and coils placed" on (B)(6)2009. The patient's concurrent conditions included anxiety, depression, morbid obesity, diabetes and osteoarthritis. Concomitant products included celecoxib (celebrex) and medroxyprogesterone (depo provera) since february 2009. On (B)(6)2009, the patient had essure inserted. In march 2009, the patient experienced menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), nausea ("nausea"), diarrhoea ("diarrhea") and hormone level abnormal ("hormonal chnages"). In june 2009, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping),"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In august 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary incontinence ("urinary incontinence"). In january 2010, the patient experienced pelvic pain ("pelvic pain"), weight increased ("weight gain") and alopecia ("hair loss"). In february 2010, the patient experienced fatigue ("fatigue"). In february 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and anal haemorrhage (seriousness criterion medically significant). In april 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain, cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (fissurectomy with lateral internal sphincterectomy) and surgery (fissurectomy with lateral internal sphincterectomy). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, rectal haemorrhage, anal haemorrhage, vaginal infection, abdominal pain, abdominal pain upper, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, anxiety, headache, migraine, nausea, tooth disorder, dyspareunia, diarrhoea, pelvic pain, depression, vulvovaginal mycotic infection, urinary incontinence, hormone level abnormal, weight increased, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anal haemorrhage, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rectal haemorrhage, tooth disorder, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff will need a full hysterectomy to remove the essure device. She is currently planning for essure removal. Reason(s) for removal: would like to get removal due to injuries and complications experienced as a result of essure device. Current weight: 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion (B)(6)2014 CT scan abdomen normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿coil is inserted; however, bent upon insertion¿ extracted from medical records most recent follow-up information incorporated above includes: on (B)(6)2018: events:depression, yeast infection, urgency incontinence, hormonal disorders, weight gain,hair loss were added. Concomitant drug, concomitant diseases were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") and anal haemorrhage ("gastrointestinal or digestive system condition type: rectal & anal hemorrhage") in a 32-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "it was removed and attempted to be straightened" on (B)(6) 2009, device physical property issue "the coil was inserted, however, bent upon insertion/ it was somewhat convoluted" on (B)(6) 2009 and device difficult to use "it would not go through the right tubal ostia. Eventually the right tubal ostium was visualized and coils placed" on (B)(6) 2009. The patient's concurrent conditions included anxiety, depression, obesity, diabetes and osteoarthritis. Concomitant products included celecoxib (celebrex) and medroxyprogesterone (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), nausea ("nausea"), diarrhoea ("diarrhea") and hormone level abnormal ("hormonal chnages"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping),"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary incontinence ("urinary incontinence"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (b)(60 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and anal haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain, cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (fissurectomy with lateral internal sphincterectomy) and surgery (fissurectomy with lateral internal sphincterectomy). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, rectal haemorrhage, anal haemorrhage, vaginal infection, abdominal pain, abdominal pain upper, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, anxiety, headache, migraine, nausea, tooth disorder, dyspareunia, diarrhoea, pelvic pain, depression, vulvovaginal mycotic infection, urinary incontinence, hormone level abnormal, weight increased, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anal haemorrhage, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rectal haemorrhage, tooth disorder, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff will need a full hysterectomy to remove the essure device. She is currently planning for essure removal. Reason(s) for removal: would like to get removal due to injuries and complications experienced as a result of essure device. Current weight: 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on 15-may-2009: total bilateral occlusion (B)(6) 2014 CT scan abdomen normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿coil is inserted; however, bent upon insertion¿ extracted from medical records quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced non-menstrual abdominal bleeding (intra-abdominal bleeding), amongst non-serious events. Intra-abdominal bleeding is unanticipated in the reference safety information for essure. Causes of intra-abdominal bleeding include trauma, vascular accidents, bleeding due to a ruptured ectopic pregnancy, uterine perforation or corpus luteum rupture, gastrointestinal bleeding, intra-abdominal neoplasm, coagulopathies. In this particular case, it was reported that event occurred shortly after essure insertion, with no further details. However, given essure pelvic localization, causality with essure cannot be excluded. This case was regarded as incident, as consumer will need a full hysterectomy to remove essure device. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.